Event description:
A malfunction on the pump was reported by the caller, who provided no indication that any notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller with resetting the pump using provided instructions, and after resetting, the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the issue reappears, which the caller understood and acknowledged.